Event description:
It was reported on (B)(6) 2025 that the patient experienced skin irritation in the form of open skin, open blisters and sores when using the universal patch device. The patient did receive medical intervention at the emergency room where she was prescribed hydrocortisone, (a topical steroid), to treat the skin irritation. The patient did follow the skin prep instructions and reported having a history of skin sensitivity and/or allergies to adhesives and glue. The patient did not discontinue the use of the device, but did remove the device for 13 hours after seeking medical treatment. The patient will document the hours the device was removed and add the missing time to the end of her service. The patient was educated on flex wire, break-in-service (bis), and the steps on when to change and rotate the device.

Manufacturer narrative:
It was reported on (B)(6) 2025 that the patient experienced skin irritation in the form of open skin, open blisters and sores when using the universal patch device. The patient did receive medical intervention at the emergency room where she was prescribed hydrocortisone, (a topical steroid), to treat the skin irritation. The patient did follow the skin prep instructions and reported having a history of skin sensitivity and/or allergies to adhesives and glue. The patient did not discontinue the use of the device, but did remove the device for 13 hours after seeking medical treatment. The patient will document the hours the device was removed and add the missing time to the end of her service. The patient was educated on flex wire, break-in-service (bis), and the steps on when to change and rotate the device. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient has a history of skin sensitivity and/or allergies to adhesives and glue. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.